Event description:
It was reported that the patient experienced a loss of therapeutic effect; there was a good therapy for the first 18 months prior to the return of tremors. Reprogramming did not appear to help with patient symptoms. (B) (6). Follow-up will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).